Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303917. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-14. Medical device lot #: 8208562. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-29. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the angiocath 24ga x 0.75in catheter tips were found "dull and blunt" with damaged silicone during use, causing pain during insertion. Lot#'s 8303917 and 8208562 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from portuguese to english: "the 24ga peripheral intravenous catheter tips are dull and blunt and the silicone is damaged, causing pain and loss of access."

Manufacturer narrative:
Three samples unused in closed packaging, catalog: 38833614, lot: 8208562 were received at bd juiz de fora. Samples were analyzed for ¿needle tip penetration¿, ¿catheter tip¿ and ¿catheter slip¿ tests and no evidence in any results of these tests were outside specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): not confirmed: bd was unable to confirm the customer complaint for the claimed defects. No records were found that could cause this complaint during the batch history and nonconformities analysis for the dull / blind needle defect. For damaged / defective catheter defect after analysis of returned samples the reported defect was not observed and the claim could not be confirmed.

Event description:
It was reported that the angiocath 24ga x 0.75in catheter tips were found "dull and blunt" with damaged silicone during use, causing pain during insertion. Lot #'s 8303917 and 8208562 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from portuguese to english: "the 24ga peripheral intravenous catheter tips are dull and blunt and the silicone is damaged, causing pain and loss of access."